Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the internal and common carotid arteries. A carotid wallstent self-expanding stent and a filterwire were selected for use. Post implant, upon removal, severe resistance was felt. After moving the sheath once, retracting it, and then pulling it again, the stent delivery system was removed separately from the filterwire despite slight resistance. The procedure was completed successfully. There were no patient complications as a result of this event.